Event description:
As reported, the tfl-fbx200bs laser fiber broke. Device was reported to fail upon initial clinical use, the tip of the fiber broke when introducing the laser fiber. According to the reporter, the user only fired the fiber for about 5 seconds before fiber broke. The intended procedure was completed with no further details provided. There was no patient harm or injury reported due to the event. No user injury was reported. The settings were in lithotripsy mode, settings are unknown. Inspection of fiber and the package noted no damage.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, the tfl-fbx200bs laser fiber broke. Device was reported to fail upon initial clinical use, the tip of the fiber broke when introducing the laser fiber. According to the reporter, the user only fired the fiber for about 5 seconds before fiber broke. The intended procedure was completed with no further details provided. There was no patient harm or injury reported due to the event. No user injury was reported. The settings were in lithotripsy mode, settings are unknown. Inspection of fiber and the package noted no damage.

Event description:
According to the reporter, the user only fired the fiber for about 5 seconds before fiber broke inside the patient.

Manufacturer narrative:
The fiber was inspected by olympus. The fiber jacket did not show any visual irregularities, the proximal handle was intact, and the distal tip appeared broken with jagged edges. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause was not related to user technique or human factors, device labeling or design. Olympus will continue to monitor field performance for this device.